Event description:
Literature: gooden ck, osborn ip. Venous air embolism during deep brain stimulation surgery in an awake child. Can j anaesth. Jan; 7(1): 88-89. Summary: this article presents a case report of venous air embolism (vae) in an awake and spontaneously breaking child undergoing deep brain stimulation (dbs) implant. Reportable event: prior to the start of the dbs procedure, the patient was sedated with propofol for stereotactic head-frame placement and magnet resonance imaging to map for electrode placement. Following completion of the study, the patient was transferred awake to the operating room where standard monitors were placed including supplemental oxygen administered via nasal cannula with an end-tidal carbon dioxide (etco2) sampling line. The patient was positioned supine on the operating table with a 30 degree head-up tilt. An infusion of dexmedetomidine was initiated with a 1mcg/kg bolus IV given over 10 minutes, followed by a maintenance infusion of 0.2-0.7mcg/kg/hr. The procedure was well underway and uneventful until bur hole drilling. Soon thereafter, the patient began to cough and complain of chest pain. This was accompanied by a decrease in oxygen saturation from 100 to 88% and a decrease in etco2 from 39 to 16mmhg. At this point vae was suspected. The patient was immediately placed in the trendelenburg position; a facemask was applied, and the surgical field was flooded with saline. The patient remained without evidence of hemodynamic instability or deviations in the electrocardiogram. The decision was made to close the operative field, and within ten minutes, the patient returned to baseline. Afterwards, a computed tomography scan was performed (no results were reported) and the patient remained in the hospital overnight for observation. No further sequela were observed, and the patient returned a few weeks later for dbs implant without complications.

Manufacturer narrative:
(B) (4).